Event description:
This lead was implanted on (B)(6) 1995 and capped on (B)(6) 2012 due to low impedances and high thresholds. The procedure took place at (B)(6) medical center with (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).